Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, two clips were placed for treatment of varicose veins in the stomach. Following the procedure, there was profuse bleeding at the treatment site and the patient reportedly died due to the bleeding. An autopsy revealed that there was only one clip present at the bleeding site. According to the complainant, it is was not possible to determine why there was only one clip present at the site. The clip may have ¿ loosened¿ or detached ¿due to other factors¿. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has is not available for return as it is missing. If any further relevant information is received, a supplemental MDR will be filed.